Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device is 1 year and 3 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2016 due to a sudden occurrence of low flow alarms. The patient's inr was 1.68. During the previous routine follow-up hospital visit on (B)(6) 2016, the inr had been 2.59. On (B)(6) 2016, pump power consumption increased from 5.3 watts to 12.6 watts and lytic therapy was administered twice, which was initially successful. On (B)(6) 2016, pump power increased again to levels above 19 watts and the pump stopped. The pump running symbol on the system controller was no longer illuminated. The cardiologist made a decision to disconnect the pump. A transesophageal echocardiogram performed approximately 1 hour after the pump had been disconnected revealed that there was no backflow and the left ventricle ejection fraction was 40%. The patient had remained hemodynamically stable since being admitted on (B)(6) 2016 and continued to remain in good condition. On an unspecified date, the driveline was cut at the exit site and the skin was sutured; the pump remains in situ. No further information was provided.

Manufacturer narrative:
The report of low flow alarms, pump power elevations, and pump stoppage events can be confirmed based on the submitted log files; however, specific causes for the reported events could not be conclusively determined. Information from the clinical representative indicated that following the cardiologist¿s decision to disconnect the pump, the patient had remained hemodynamically stable since being admitted on 02/18/2016 and continued to remain in good condition. The patient was taken to the operating room on 02/19/2016 to cut their driveline at the skin site. The pump remains inside the patient and the severed driveline was returned for evaluation together with the patient¿s system controllers. The returned system controllers were evaluated and passed functional testing. The system controllers were able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The returned system controller were found to function as intended during analysis. Approximately 23.5 inches of the external portion/distal end of the driveline was returned. Continuity and high-potential testing was performed on the returned portion of the driveline, which did not identify any breaches to the wires that would have resulted in the reported event. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the clinical representative stated that the patient was taken to the operating room on (B)(6) 2016 to cut their driveline at the skin site. An update was also provided that there had not been an inr control within a 10 day window, before the patient's admission on (B)(6) 2016.